Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 240 units of insulin. In addition, the customer reported that the cartridge leaked from the septum when the customer was filling the cartridge with insulin. Reportedly, the customer was unable to smell insulin when the issue occurs. As the customer was going to receive a replacement pump, the customer declined further troubleshooting from tandem technical support. There was no impact to the customer's blood glucose level.